Manufacturer narrative:
Some information provided in the initial report was incorrect. The call has been reviewed and additional information has been provided to clarify customer's event.

Event description:
It was reported that the customer confirmed there was no drive support cap sticking out.

Manufacturer narrative:
Findings: pump had cracked reservoir tube lip, minor scratched display window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the medtronic sticker near the drive support cap fell off. The customer stated that there is a little piece sticking out. The customer's blood glucose value was unknown. The product was returned for analysis.